Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, the eap light would not extinguish. The doctor removed the device from the cavity and the eap light would still not go out. The doctor viewed the uterus laparoscopically and viewed a perforation at the fundus. No treatment was given to patient. No additional details available.